Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to produce fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.